Event description:
Caller reported five potential false negative urine hcg results. Customer was notified that during testing off-site the nurse(s) experienced five false negative urine hcg results over time. They were unsure of lot number(s) used for this testing. No pt info or how pregnancy was confirmed was available.

Manufacturer narrative:
No samples available for investigation. No product lot number was provided; insufficient info to pursue further investigation. This issue will be subject to tracking and trending.